Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp and had been intermittently confused and agitated. The patient pulled the impella back fully into the aorta. The patient remained hemodynamically stable, but the impella cp was unable to advance back into the left ventricle. The impella cp was explanted and the patient survived.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on clinical description, the root cause of positioning issue was most likely patient movement as the patient was agitated and pulled pump back fully into the aorta.